Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colon, the applier was being used to ligate the smaller vessels when the first couple were formed properly. When the third clip was fired, the clips were malformed and feeding sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.